Event description:
It was reported to boston scientific corporation that a jag precursor was used during a sphincterotomy of a mid common bile duct stricture. According to the complaint, during the procedure the hydrophilic tip of the guidewire detached. There was no damage to the corewire. The physician left the piece to pass naturally from the body. The procedure was completed with another jag precursor. There were no patient complications and the patient's condition has been described as "stable".

Event description:
It was reported to boston scientific corporation that a jag precursor was used during a sphincterotomy of a mid common bile duct stricture. According to the complaint, during the procedure the hydrophilic tip of the guidewire detached. There was no damage to the corewire. The physician left the piece to pass naturally from the body. The procedure was completed with another jag precursor. There were no patient complications and the patient's condition has been described as "stable".

Manufacturer narrative:
Visual inspection of the returned device revealed part of the distal tip section had detached. The ptfe jacket no showed evidence of being damaged. Also the entire length of the wire was examined and anomalies were observed. The distal tip appears to have been in contact with a sharp or metal object. Additionally the device was slightly scrapped at the distal section and remnants of adhesive were found indicating that the poly was properly attached to the corewire. Based on the fact that the event reported was during procedure and there is evidence of adhesive remnants on the corewire. The most probable root cause is "caused by other device." A review of similar complaints have revealed no other complaints. A DHR (device history record) review was performed and no deviation was found.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.